Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. Customer confirmed injuries to both staff and patients but did not specify the type of injuries sustained. (B)(4), a territory manager of tidi products met with the customer (B)(6) health & sciences university, to discuss issue and laundering process of restraints. No new information was reported from this meeting. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to before each use, check cuff s and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff . Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file : (B)(4).

Event description:
Customer is reporting complaint on product # 2798 & 2799. Customer states that product # 2798 & 2799 has become increasingly difficult to lock the restraint once it has returned from being laundered. This has led to injuries to both staff & patients.